Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles released into patient's blood, tissue and bone. Update 9/29/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The pfs reported the patient with grinding, locking, limited mobility of being in a wheelchair for 3 years, and that one leg was longer than the other. The revision surgery report noted metallosis and infection. The infection is not being reported as it was greater than 3 months after the date of implant and was not alleged on litigation. The acetabular cup and cancellous bone screw will be added as MDR nos related to being removed for infection. The surgeon reported gray metalotic fluid and debris throughout the joint fluid and joint. There was osteolysis around the cancellous bone screw related to the metallosis per the revision surgery report. Part/lot updated. The stem was added to complaint for metallosis. No labs were provided for the alleged high metal ions. There was no mention of any leg length discrepancy or grinding as alleged per litigation. The complaint was updated on: oct 22, 2015.

Manufacturer narrative:
(B)(4).